Event description:
The accounts maintenance stated the head of the bed cannot be raised.

Manufacturer narrative:
The tech isolated the issue to a non-functioning hydraulic valve. He replaced the valve to repair the bed.